Event description:
A customer stated that the meter does not do the regular count down after customer applies blood to the test sensor. Customer states that it shows some different numbers and then displays a 4 or 7 mg/dl. The dex system will only display a result down to 10 mg/dl. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.